Event description:
The customer reported that at 9:50 pm his blood glucose was "high" (> 500 mg/dl) which he corrected with a 20 unit insulin bolus. At 12:50 am his bg was 491 mg/dl and he still had 1.65 units of insulin on board. His bg measured 340 mg/dl at 2:30 am, 284 mg/dl at 7:50 am and 326 mg/dl at 12:30 pm, despite several corrections (no times or dosages specified) and no meals. He removed the device and noted a slight bend to the cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are not able to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."